Event description:
On (B)(6) 2013, the customer reported their sales rep reported that this lead had an impedance of less than 200 ohms. Therefore, it was capped and replaced with a new lead. The lead was actively implanted for approx 3 years, 1.5 months.

Manufacturer narrative:
The lead was capped (therefore it will not be returned for analysis) and a new lead was implanted. As a result, the allegations against this lead cannot be confirmed. The event will be re-evaluated if add'l info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.